Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. The product insert warns that this suture, being absorbable, should not be used where extended approximation of tissue is required. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that a pt developed thoracic instability which lead to paradoxal breathing following thoracotomy. The pt was returned to surgery. The surgeon opines that the suture was pre-absorbed.